Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. Two clips were deployed on the mitral valve, reducing mr to a grade of 1. The following day, imaging showed mr had increased to a grade of 2-3 and was discharged. It was suspected that the xt clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The patient was experiencing shortness of breath. On (B)(6) 2024, the patient underwent a mitral valve replacement.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent mr and dyspnea were cascading events of the reported slda. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.